Event description:
Na.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 06-dec-2021. A review of the rocketware incident summary determined that the customer was using non-lithium 9-volt batteries, which caused the analyzer to become hot. Art: 714364-00v, page 2-3, of the I-stat system manual states: "the analyzer requires two 9-volt lithium batteries." The customer confirmed that the analyzer has not become hot to touch after they started using 9-volt lithium batteries and they will continue to use analyzer s/n (B)(6). A rocketware search spanning six months revealed no similar incidents and no evidence of a trend. No deficiency has been identified.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2021, abbott point of care (apoc) was contacted by a customer who reported that I-stat analyzer sn (B)(4) became hot to the touch during operation. There was no additional information at the time of this report. There were no injuries reported. The analyzer was replaced at no charge and returning for investigation. The customer states they are using batteries with 9v extended life (non lithium) batteries. Customer was advised that lithium batteries are the recommended batteries for I-stat. Apoc has determined that a component failure within the analyzer circuitry, may lead to the batteries becoming uncomfortably hot to touch in the area of the battery compartment when using a green non-fused battery carrier. The analyzer was shipped to the customer on (B)(6) 2013 with a fused battery carrier. At this time there is no reason to believe product will become hot to the touch. The product was replaced and returning for investigation. Based on the information available, there were no patient or user related injuries associated with this complaint.